Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 4711500396, optipac 60 refobacin bn cmt r, lot # 234aa23315, catalog #: 42500606602, femur cemented posterior stabilized, lot # 62749398, catalog #: 42521400712, articular surface fixed bearing posterior stabilized, lot # 62683706. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Will be returned.

Event description:
It was reported that the patient had initial knee surgery approximately five years ago, subsequently the patient had a revision due to loosening of the tibia about a month ago.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the x-rays show radiolucency along the bone cement interface. As well as visual examination show scratches on the proximal surface. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.